Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon placed the device around the round ligament, and then activated the energy. It would apply some energy, but not much and then error code an incomplete cycle (e404). They changed to another device instrument and it did the same thing. They then tried the different device and it did the same thing. The sales representative was notified, and he was able to get to the hospital within 90 minutes. He verified the error codes and noticed that the software was 1.15. He then upgraded the software to 2.1 and retested the handpieces and generator. When they tested the handpieces again, it all worked fine. Unfortunately, they had to wake up the patient and not do the surgery. It will be rescheduled for another time.